Event description:
It was reported that the tubing of a cassette associated with peritoneal dialysis on the homechoice was damaged. The home patient (hp) reported that they had cut one of the line. It is unknown whether the patient had been connected at the time of the event and or at what process step aat which the event occurred. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the cassette tubing was cut. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.